Event description:
It was reported that, "when the user attempted to fire a staple, it didn't come out from the stapler during use. Therefore, another unit was used to complete the procedure. No staple fell/remained in the patient and no injury to the patient was reported". The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4). The complaint of misfire/jamming - staples not firing was confirmed based upon the sample received. The customer returned one unit of 528235 visistat 35w 6/box for investigation. Visual examination of the returned sample revealed that the stapler was returned with 30 staples remaining in the cover block, indicating that least five staples were fired by the customer. Defective staples were observed in the cover block. The trigger was not returned engaged. Evidence of use in the form of biological material was present on the device. As part of functional inspection, multiple attempts were made to fire staples by engaging the trigger of the stapler using hand pressure, the first staple fired properly. The second staple did not release successfully. The third staple did not fire properly. After firing the third staple, it was observed that the next staples became misaligned. The remaining staples were inserted into a simulated skin pad. These staples did not consistently release and form properly. The stapler was disassembled, and it was confirmed to have been assembled correctly. Die casting anomalies were observed on the forming tool of the returned sample. No other defects or anomalies were observed with the device. The manufacturing site confirmed that the presence of defective staples in the cover block was the probable root cause of this complaint. Additionally, the IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." A DHR review was performed, and no evidence was found to suggest a manufacturing related cause. Further actions have been initiated under teleflex's quality system by the manufacturing site to further address this issue of visistat 35w staplers failing to function properly due to defective staples. This product sample was manufactured prior to these actions. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a corrected data: n/a

Event description:
It was reported that, "when the user attempted to fire a staple, it didn't come out from the stapler during use. Therefore, another unit was used to complete the procedure. No staple fell/remained in the patient and no injury to the patient was reported". The patient status is reported as "fine".